Manufacturer narrative:
Iper the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks as outlined in the labeling. The pump was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed that, the materials obtained within the device did not have the typical condensed, compacted or organized appearance of an antemortem thrombus. The reported event was replicated during supplemental testing by running the pump when air is trapped inside the housing. It is likely that the pump was not fully de-aired, thus causing noticeable vibration, power increase, and inadequate flow rates. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use outlines the step by step process for de-airing and testing prior to implant and warns that during the pre-implant test and prior to implantation the pump must be completely submerged in fluid before being turned on. Never turn on the pump in air. Do not use a pump that was turned on without total submersion in fluid. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a pump exchange was done intra-operatively. The pump at wet test was at 1.4w. The pump was passively filled with blood and started in the patient at 1800rpm, gradually increased up to 2000rpm, flow and power then went up [flow >10l, ultimately 16w]. It was stated that pump power was borderline high during the initial start of the pump, but under 6-7w, and flow was >10l/min. The pump was not stopped immediately as this coincides with flow settling phenomenon. The power then climbed quickly up to >16w and pump was stopped. The patient then was placed back on cardiopulmonary bypass. The pump was disconnected and flushed retrogradely and restarted at 1800rpm it went to 2000rpm with power high at 5w and flow at >10l, the patient then presented with hematuria, which was cleared after the pump exchange. The pump start was described as "rough". A pump exchange was completed. It was also reported that patient passed away on post-operative day 5, with extensive bowel ischemia. The device is expected to be returned for analysis. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of ventricular assist devices, other than death, include renal dysfunction and multi-organ failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.